Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor error. The customer's blood glucose level was 13.3 mmol/l. The customer reported that he drive support cap was not damaged. The customer reported that the insulin pump was not exposed to high magnetic environment. They reported that it was not possible to clear alarm and to rewind. The insulin pump will be returned for analysis.